Manufacturer narrative:
H6 additional investigation type code: 4109. Additional information in h6: component, investigation type, findings, and conclusions. Inspection product will not be returning as it remains implanted, however x-rays show that the plate backed out of the cage. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that an avenue l plate seems to have backed out a little from the cage post-operatively. There is no revision surgery planned as there was no impact to the patient.

Event description:
It was reported that an avenue l plate seems to have backed out a little from the cage post-operatively. There is no revision surgery planned as there was no impact to the patient.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.